Event description:
Heparin 10,000 units/ml 1ml vial by pharmaceuticals lot 600349 exp 6/2011 was mixed with 500ml of 0.9% saline and used to prime lines used for a photophoresis machine during a pt procedure, as per facility protocol. During procedure, blood in lines and inside machine clotted raising concern regarding the potency of the heparin used. Additionally, there was mention of the same thing occurring during an identical on another pt, but I am unable to confirm the details of that event. Dose or amount: 10,000 units, frequency: one-time, route: unk. Dates of use: 2009. Diagnosis or reason for use: keep line from occluding during photophoresis procedure.